Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced diabetic ketoacidosis and that the infusion set cannula was bent. The blood glucose reading was almost 500 mg/dl and treated with a manual infection as well as with the insulin pump. The customer stated that the insulin pump had an absence of no delivery alarm despite the bent cannula. She noted that her blood glucose reading was 455 mg/dl, which she treated with 9 units of insulin, but it increased to almost 500 mg/dl. She rushed home to treat with a manual injection to get her blood glucose levels down and also found that she had a presence of ketones. She complained of nausea and contacted her doctor. Upon troubleshooting, the insulin pump passed the high pressure test and was advised that the device was working as designed. Advised the customer to change the entire infusion set, reservoir and insulin. She declined a replacement insulin pump despite noting a scratch on the screen that made the contrast difficult to read. Nothing further.